Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation of a product malfunction. This report of peritonitis caused by use error-breach in aseptic technique was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the use error was undetermined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
On an unreported date, the patient experienced a break in aseptic technique. The patient experienced bacterial peritonitis manifested by cloudy effluent and abdominal pain. The patient began remedial treatment with ceftazidime (250mg, ip, 3 times a day) and cefazolin (250mg, ip, 3 times a day). Five days later, treatment with ceftazidime and cefazolin was suspended and the patient began treatment with ampicillin (250 mg, ip, 3 times a day, for 14 days). The patient was re-trained on proper aseptic technique. The patient was not hospitalized. On an unreported date, the patient recovered.